Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02793/02795).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, difficulty walking, bodily impairment, lack of mobility, bone and tissue damage and metallosis. A review of the invoice history confirmed the initial surgery date and that a revision procedure occurred on (B)(6) 2012 to remove and replace the modular head, acetabular cup and taper adapter. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and loosening. Revision op report notes stiffness and the presence of dark brownish fluid consistent with metallosis, vertical positioning of the shell, and metal staining in the tissue.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, difficulty walking, bodily impairment, lack of mobility, bone and tissue damage and metallosis. A review of the invoice history confirmed the initial surgery date and that a revision procedure occurred on (B)(6) 2012, to remove and replace the modular head, acetabular cup and taper adapter. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.